Event description:
It was reported that the right ventricular (rv) lead was experiencing high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), implantable cardioverter defibrillator, 2010 (B)(6); 0144, competitive ICD lead, 2000 (B)(6); m7700-31, mechanical valve, 1996 (B)(6); 1388t, competitive pacing lead, 1998 (B)(6). (B)(4).